Manufacturer narrative:
Additional contact details: person name: (B)(6). It was reported that during preventive maintenance (pm) the handle in the cardiosave intraaortic balloon pump (iabp) was not working. There was no patient involvement, and no adverse event reported. The handle was broken. A getinge field service engineer (fse) evaluated and replaced assy, slide handle (d997-00-0587) to resolve the issue. Unit passed all calibration, functional and safety test performance. Unit was returned to customer and cleared for clinical use.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) cardiosave intraaortic balloon pump (iabp) handle was broken. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted when the evaluation is completed. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).